Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4) returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause : mlc-55 user had an inaccurate reference: competitor's meter: the end user is comparing results obtained from trividia's bgm system to the results from a competitor's bgm system. Test strip UDI#(B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 178, 192 and 210 mg/dl. Customer stated she was also comparing the meter to another company's meter (meter to meter comparison results were not provided). The customer's expected fasting blood glucose test result range is 88 - 129 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The test strip lot manufacturer's expiration date is 12/31/2018 and open vial date is may 2017. Customer did not have any test strips left. Code chip matches the test strips. During the call on (B)(6)2017, a back to back blood test was performed by the customer fasting and produced test results of 123 mg/dl and 126 mg/dl using truetrack meter; customer was satisfied with back to back results. Customer had opened a new vial of test strips for the back to back test - lot rt5029. The product is stored according to specification. The meter memory was reviewed for previous test result history (time not set; customer stated she takes her blood tests between 8 and 9 am.): 1:178mg/dl (B)(6) 2017 12:24 pm fasting:yes. 2:192mg/dl (B)(6) 2017 11:13 am fasting:yes. 3:210mg/dl (B)(6) 2017 10:57 am fasting:yes. 4:133mg/dl (B)(6) 2017 03:40 pm fasting:yes. 5:129mg/dl (B)(6) 2017 03:37 pm fasting:yes. Memory concerns:the customer is concerned with the result of 178, 192 and 210mg/dl in the meter's memory.